Event description:
The patient was implanted with an ipg on (B)(6) 2006. It was reported that the recharge burden for her ipg has increased. A discussion is pending with the patient's physician regarding possible ipg replacement. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.